Manufacturer narrative:
Other relevant device(s) are: product ID 3389-40, lot#: va2b3r5, implanted: (B)(6) 2021, explanted: (B)(6) 2021, ubd 2024-12-15, UDI #: (B)(4). Product ID: neu_stylet_acc, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the handle of the stylet wire broke off, and the stylet wire remained in the lead. The stylet wire could not be removed from the lead, so the lead was removed and replaced, and the event was resolved. The plastic mandrel part was broken in order evaluate if part of wire was inside but no wire was inside. The issue resulted in an additional 15 min of surgery time. It was noted the surgeon was experienced, so it was not believed to be related to a procedural error. No patient complications or symptoms were reported as a result of the event.